Event description:
It was reported that the customer had changed the set and noticed there was discoloration on the pump and tubing. Customer stated that the up and down buttons were brown or appeared to be burnt. Customer stated that the tubing was also discolored. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked display window and a stained end cap sticker.